Event description:
It was reported that during a breast biopsy, a l3-002 error code and multiple other error codes were displayed. There are no patient consequences reported.

Manufacturer narrative:
Information not available, device not returned for analysis.